Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Migration and tissue damage are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The reported patient symptom of tissue damage is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with cylinder migration into the scrotum. A revision surgery was performed, during which the physician placed the cylinders back into the correct position and used additional suture to tie back the corporotomies. There were no patient complications.